Event description:
It was reported that one hour and twenty minutes post a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred which resulted in a death. The physician placed a taxus stents in the 80% stenosed rca after predilating with a maverick balloon of an unk size. A taxus express2 3.0 x 12 mm drug eluting stent was placed in the proximal rca and a taxus express2 3.0 x 16 mm drug eluting stent was placed in the distal rca. The physician then placed a 3.0 x 18 mm cypher stent in the mid lad. It was noted that during placement of the cypher stent, the plaque shifted, shutting down the diagonal. A iib/iiia inhibitor was started and pt went to the recovery room. One hour and twenty minutes after the procedure, the pt had complaints of chest pain. They were brought back to the cath lab where angiography showed the cypher stent in the lad was occluded. The physician attempted to treat the occlusion, however he was unable to get the wire through the occlusion. CPR was initiated, however the pt expired.